Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple issues with delivering boluses. Reportedly, the pump "doesn't respond to bolus when expected." The customer experienced elevated blood glucose (bg) levels and high ketones; no bg values were provided. Reportedly, the customer experienced diabetic ketoacidosis, stomachaches, and vomiting due to the high bg levels. Tandem pump trainer advised the customer to go to the emergency room (ER) to address the high bg events; however, it could not be verified if the customer went to the ER. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.